Event description:
It was reported that during routine follow-up, review of egm revealed the patient received inappropriate atp and high voltage therapy due to atrial fibrillation with rapid ventricular response. The device was reprogrammed. The patient condition was fine.